Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Device not returned.

Event description:
During a cochlear implant surgery at the user facility, it was reported that a metal ring had disassembled from the attachment, and was found seated around the bur, posing the risk of a small component being lost in a surgical site. There were no adverse consequences reported. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
During a cochlear implant surgery at the user facility, it was reported that a metal ring had disassembled from the attachment, and was found seated around the bur, posing the risk of a small component being lost in a surgical site. There were no adverse consequences reported, and additional information has been requested from the user facility.